Event description:
The manufacturer received information alleging a trilogy evo, international device was returned after repair. There was no allegation of patient harm. The device was not in patient use. During the evaluation of the trilogy evo, international device at third-party service center, it was documented that the device is defective, positive flow and oscillation are not working. The service technician replaced the device's valve and blower to address the issue. Additionally, the device was cleaned.